Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side, "rupture". Device has been explanted.

Event description:
Healthcare professional reported left side, "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, broken on anterior and brown particles in the shell. A visual and microscopic analysis was performed which identified: crease sharp opening, crease fold and missing on anterior (0-25%). Based on the device analysis the final assessment is: a pattern of crease sharp on anterior side of broken shell assessed as fold flaw opening. Missing shell assessed as inconclusive.